Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available and we are not able to determine the root cause of this event.

Event description:
Clinical trial. It was reported that post index procedure, the patient had a stent thrombosis (st) and target vessel revascularization (tvr). The index procedure treated a lesion in the proximal right coronary artery (rca) for in stent restenosis. The lesion was 4.0 mm wide, 8 mm long and 99% stenosed. There was mild calcification and tortuousity. The physician predilated the lesion prior to placing a 3.5 x 20 mm taxus express2 stent. Post dilatation stenosis was 0%. The patient received aspirin during the procedure. The patient was discharged one day later on aspirin and plavix. On day 485, the patient presented with unstable angina. The patient contacted the site complaining of chest pain waking him from sleep. His normal doctor was out of town. The patient resume plavix (had previously stopped), nitrates and was admitted for further evaluation. An angiogram confirmed the st, as well as focal in-stent restenosis (isr). The patient had a tvr 4 days later to treat this st and isr. The tvr consisted of coronary artery bypass grafting (CABG) to the distal rca. The patient was discharged 4 days later, with the events resolved. In the opinion of the physician, there is a probable relationship between the taxus stent and the st/tvr.